Manufacturer narrative:
Client was using his chair as usual when he noticed right armrest was loose. E has asked his son to check the armrest brackets bolts and this is when they have noticed the snapped frame. Client is using armrests to assist transfers and to help with pressure relief. Wheelchair replaced by the wheelchair service the action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
Client was using his chair as usual when he noticed right armrest was loose. He has asked his son to check the armrest brackets bolts and this is when they have noticed the snapped frame. Client is using armrests to assist transfers and to help with pressure relief. Wheelchair replaced by the wheelchair service the action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).